Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter balloon.

Event description:
It was reported that water leaked from the catheter balloon.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with an attached sample port connector and cut portion of inlet tubing. Visual inspection noted the balloon appeared to be burst. Further inspection noted the balloon had no missing pieces. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and the water immediately leaked from a tear (0.4740") in the balloon surface. This is considered out of specification. The active length of the catheter balloon was measured (0.7290") and found to be within specification (0.6" - 0.9"). The catheter was confirmed to be 16 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petroleum and animal oils). [They may damage the device and may burst the balloon.]